Event description:
The manufacturer received a voluntary medwatch (mw5154862) with the allegation of harm. The manufacturer received information alleging a pulmonary doctor ordered a trilogy evo ventilator for a patient without proper respiratory training for home care use. The patient family member states the patient is experiencing unsafe and life-threatening conditions due to insufficient healthcare. The family member also states the patient has several wounds being managed and cared for at home and fluid retention causing difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.